Event description:
The customer originally returned his olympus evis exera ii gastrointestinal videoscope due to the forceps being difficult to insert/remove. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, as noted in describe event or problem, it was discovered that the subject device had undergone insufficient reprocessing as evident by the foreign material clogging the channel. Additionally, the connector was shaved and the cover unit was scratched. There was discoloration and damage found with the connector and tubing due to a lack of water tightness. The angle wire was worn and causing the control knob to be out of specification. The adhesive on the distal end had scratches present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the biopsy channel opening was clogged with medical adhesive. It is likely that the adhesive became solidified during injection or aspiration. The event can be detected/prevented by following the instructions for use which state: important information: please read before use: IFU of disposable injection needle provides cautions at withdrawal as below: withdrawing the instrument from the endoscope warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope moreover, IFU of the device says to avoid aspirating solid matter or thick fluids as below: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. This supplemental includes new information added. Olympus will continue to monitor field performance for this device.

Event description:
An attempt to obtain additional information regarding this reported event was conducted. The following new information was provided by the customer: it was reported that the event occurred during a therapeutic esophagogastroduodenoscopy (egd) with glubran injection procedure. During injection of the drug, glubran, the channel was observed to be obturated. As a result, the procedure was delayed by 5 minutes and completed by using a similar device. The event did not result in harm or infection to the patient or device operator.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The new information is added.

Event description:
The following additional information was received from the customer: the device was inspected prior to use and no abnormalities were found.